Event description:
Healthcare professional reported that during implantation the device didn't inflate properly, so it was checked again and found that there was a hole. This record is for the right side. This device was not implanted. Back-up device was used.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device did not inflate properly, a hole was found, device not implanted

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device-made contact with patient: observed opening assessed as surgical damage. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported that during implantation the device didn't inflate properly, so it was checked again and found that there was a hole. This record is for the right side. This device was not implanted. Back-up device was used.